Manufacturer narrative:
Citation: tsuruta, w., hara, t., miyamoto, s., isozaki, j., ishigami, d., hosoo, h., ito, y., hayakawa, m., marushima, a., matsumaru, y. Anatomical flow diversion by hybrid strategy for intractable large cerebral aneurysms. Clinical neuroradiology 35(1):59-66 2025. Doi:10.1007/s00062-024-01452-w earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: anatomical flow diversion by hybrid strategy for intractable large cerebral aneurysms. The time frame of this study was: 2009 to 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization devices were used in 3 of the 7 patients included in the study. Among patient adverse events included: clipping of a posterior communicating artery (pcoma) was performed. Patency of the pcoma perforator was confirmed in the surgical field of clipping. MRI diffusion-weighted imaging on postoperative day (pod) 7 revealed infarction in the right thalamus and medial geniculate body due to perforator occlusion caused by extended thrombosis by the stump of clipped pcoma. The patient fully recovered after rehabilitation for 3 months and underwent treatment with a pipeline and coils. Post operative systemic heparinization was continued for 24h. This patient also suffered from infarction pod 7 after fd treatment due to anterior choroidal artery (achoa) occlusion originating around the neck in association with rapid thrombosis of the aneurysm, causing a major stroke. The clinical outcome at 3 months after flow diverter implant was mrs 5. No further information was provided pertaining to medtronic products.